Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 441 units of insulin, and decreased to 190 units. Blood glucose level was 128 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue and received an accurate fill estimate.